Event description:
Philips received a request from the customer on the v60 ventilator requesting information for touchscreen calibration during preventative maintenance as the touchscreen passes calibration but may need to be replaced as a precaution for inaccuracy. There was no patient involvement at the time the issue was discovered. Additional information was received confirming that the touchscreen was replaced to resolve the issue and that the device now calibrates.